Event description:
It was reported that occlusion alarms occurred, and indicated that occlusion issue did not adversely impact customer¿s blood glucose level. Technical support instructed caller on several troubleshooting steps, including disconnecting and adjusting the tubing and delivering boluses, which affected insulin on board (iob). Despite initial recurrences of the occlusion alarm, caller was eventually advised to load a new, empty cartridge, which resolved the issue after a successful bolus delivery. Customer was directed to replace supplies as needed and resume insulin, with a follow-up arranged for further assistance.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.